Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, and self-test. Unit passed the displacement accuracy test (dat) with 0.0871 inches. Pump did not pass the sleep current measurement test due to high currents. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No alerts/anomalies/alarms noted during testing or on event date in history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2, force sensor and motor home switch. Motor was tested outside pump, and it passed. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, pillowing keypad overlay and keypad overlay texture damage. Unable to confirm exposed to magnetic field/MRI. Unable to confirm high/low bgs. Unexpected battery power loss was confirmed due to moisture damage to the battery tube and electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 40 mg/dl and was treated with glucose or carb intake. And also experienced hyperglycemia of blood glucose value of 300 mg/dl and treated with insulin pump. Customer's blood glucose value at the time of call was 146 mg/dl. Customer didn't experienced any symptoms due to low blood glucose. In addition to that customer reported pump was exposed to magnetic field which led to cause low blood glucose. Troubleshooting was performed and found that the pump was used within 48 hours of reported low blood glucose event and it was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. Customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.